Event description:
It was reported that patient presented for routine device change procedure. During implant procedure, it was found that patient's right ventricular lead exhibited high, out of range pacing impedance after being exposed to electrocautery. Insulation damage was also noted on the lead. The lead was capped and replaced during procedure on (B)(6) 2022. The patient was stable.